Event description:
It was reported to philips that the system gave an alert indicating the generator was not available, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was delayed and later completed by restarting the system. A remote service engineer (rse) examined the system remotely and after reviewing the system log and identified repeated power phase errors linked to low voltage and indicate a bad hospital mains power. A field service engineer (fse) examined the system onsite, and tube and dose calibrations were conducted as part of the preventive maintenance service. No failures could be reproduced. After tube and dose calibrations, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product. External power failures or outages may occur that can cause the azurion system to not produce x-rays. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.